Event description:
It was reported that patient underwent a procedure utilizing a suture anchor on (B)(6), 2010. During the procedure, when the surgeon pulled on the end of the suture, it pulled out of the anchor. The anchor was left in the patient's bone and a different device was used to place another anchor.

Manufacturer narrative:
The information provided when this event was originally assessed indicated no delay to procedure or injury to the patient. Subsequently, additional information received on october 13, 2010 revealed that the anchor has been retained by the patient. Therefore, it was determined that the event meets reporting requirements as a serious injury. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).